Manufacturer narrative:
The treatment included the use of vaser and renuvion in the treatment area. The patient reports no prior procedures to the area. Renuvion is not indicated for the treatment of hyperhidrosis, and the safety and efficacy of the device has not been assessed for this use. The renuvion device settings were 75% power and 1.5 lpm of helium flow with a total of 19.4 kj of delivered energy. The burn was identified seven days post-operatively. The area was debrided and then treated with silvadene for healing by secondary closure. The doctor reports that no long-term health effects are expected. As with all energy devices there are inherent risks associated with the use of renuvion. Risks identified in the instructions for use include: unintended burns (deep or superficial), ischemia, fibrosis, infection, pain, discomfort, pigmentation changes, increased healing time, unsatisfactory scarring, asymmetry and/or unacceptable cosmetic result.

Event description:
The patient was burned at the superior axillary border while treating the axilla for hyperhidrosis during a procedure in which renuvion was used as part of the overall surgical treatment.